Manufacturer narrative:
Result of investigation: vyaire field service went onsite. No alarm or motor fault alarm after turning on the unit. The turbine running good with no noise and the turbine pcb (printed circuit board) was running with no errors. After turning off and back on motor fault alarm appeared and the fan started to run. The power supply was hot. As a resolution the power supply was replaced. Turned off and on the unit and let the ventilator run, no alarms occurred. Performed operational verification procedure and all test passed.

Event description:
It was reported to vyaire medical that the vela ventilator is getting motor fault error again. As of this time, there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire file identification: (B)(6). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.